Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a device not communicating and patient information was delay. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the incident, it was determined all devices were not communicating, resulting in delayed or unavailable patient information. A technical support specialist found that the carefusion coordination engine (cce) service had stopped due to structured query language (sql) timeouts. Services were restarted, restoring communication. Severe slowness was observed in the bd virtual environment affecting both the cce and es server. The issue was resolved by hospital information technology team (hit), who moved the server to a new host and san. The system functioned as intended after the issue was resolved.